Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that the 3100a high frequency oscillating ventilator (hfov) lost pressure then stopped oscillating while in use on a patient. An attempt to pressurize the unit again was unsuccessful. The patient was placed on another hfov and there was no harm to the patient reported.